Manufacturer narrative:
Investigation: siemens engineering reviewed the system log files, and determined the cause of the issue was a software bug. The issue is that the patient information management (pim) process cannot handle two simultaneous captures in same process due to static shared data that is used in both imagestore and singapore software components. The issue was resolved in the sc2000 version 5.0 software release. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after an abdominal aortic aneurysm (aaa) procedure, the sonographer manually transferred the study to the pacs server. The ultrasound system indicated that the study transferred successfully; however, the images could not be found in either the system or in pacs. There was no patient adverse event reported. No additional information was provided.